Event description:
Same case as MFR# 2134265-2008-02893, 2134265-2008-04542. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 99% stenosed lesion being treated was located in the left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm non bsc balloon and a 2.25x15mm maverick balloon. A 2.50x24mm taxus express2 drug eluting stent (des) was deployed in the mid lad and was then overlapped with a 2.50x12mm taxus express2 des, covering the proximal portion of the lad. The physician was able to achieve 0% residual stenosis and an excellent timi flow was present throughout the vessel. Seven months later, the pt presented with an acute evolving anterior wall myocardial infarction and stent thrombosis on diagnostic angiography. A left coronary arteriography demonstrated a proximal total occlusion of the lad with no antegrade flow. A 3.0x20mm maverick balloon was advanced to the lesion and was inflated within the previously placed stent. Following reperfusion, there was evidence of a high-grade lesion estimated to be 80% distal to the previously stented site. This lesion was then stented with a 3.00x24mm taxus express2 des. Following stent deployment, there was prompt antegrade flow in the lad. There was a slow antegrade flow with evidence of continued proximal thrombus in the diagonal branch, as well as evidence of proximal thrombus in the lad. This was treated with a second unspecified guide wire into the diagonal branch with a 2.5x15mm maverick balloon dilation. Proximal balloon dilation of the lad within the stent was performed with a 3.0x20mm maverick balloon. The procedure was completed and the pt's condition was listed as "stable".